Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation confirmed the reported problem (service code 204, service code 103). Upon receipt at the distributor the electrode belt trunk cable connector tabs were physically damaged, preventing the electrode belt from securely attaching to a monitor. A review of device download data confirms that the electrode belt was intermittently losing communication with the patient's monitor. The loss of electrode belt-monitor communication resulted in the reported service codes. The root cause for the damaged trunk cable connector tabs was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and a service code 103 (gel fire fault).